Event description:
It was reported that the patient with this system consisting of a pacemaker and right atrial (ra) lead experienced multiple over-sensed noise episodes that were recorded by the device. The ra lead pacing impedance was also observed high, our of range during four to five days. Thresholds were high with loss of capture (loc), therefore an ra lead fracture was suspected. The device showed around five years of remaining battery. The patient presented to the hospital with symptomatic bradycardia. At this time, both the pacemaker and the ra lead have been electrically abandoned. The pacemaker was upgraded to a dual chamber device. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.